Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since the patient received the device he is complaining of sharp pain when the device is switched on. Different options in fitting were tried but the patient still reported poor perception of speech and harsh voices.

Manufacturer narrative:
According to the limited information received from the field, the patient was experiencing sharp pain when the device is switched on. In situ measurements are showing several basal channels in hi status, however a CT scan report confirms proper placement of the active electrode. The reason for pain and the hi channels remains unknown.

Event description:
Since the patient received the device he is complaining of sharp pain when the device is switched on. Different options in fitting were tried but the patient still reported poor perception of speech and harsh voices.